Manufacturer narrative:
Analysis found external abrasions between 41.7cm and 42cm from the distal tip as a result of friction to the ICD can. Multiple internal abrasions were noted between 11.1cm and 29.7cm from the distal tip. Both rv shock coils were compromised between 23.5cm and 25cm from the distal tip.

Event description:
Ambulance personnel reported finding the patient in vf upon arrival. The patient could not be resuscitated. Device interrogation at the coroner's office revealed that the patient had a vt that was first treated with atp which sped up the rhythm to vf. The device delivered 2 hv shocks that did not terminate the vf. Following the second shock, the device reported low hvli and possible output circuit damage, which prevented further therapy delivery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation of device diagnostics by technical services notes output circuit damage was detected on (B)(6) 2011 at 1:16am. Aside from the diagnostics, no egm information is available from that episode, likely due to device memory constraints. The first egm stored by the device on (B)(6) 2011, 1:52am notes patient in vf. The device detected vf but all 6 hv shocks were aborted due to sosd. There appears to be external defib noted, but the episode ends with patient still in vf.